Event description:
The pt experienced acute "cramping-like" pain in the vaginal area and a lack of therapeutic effect. The pain was initiated by standing and started friday morning. She had turned her stimulation down from 0.8 to 0.7. The pain was not there when the device was turned off. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).